Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during reprocessing of their evis exera ii ultrasonic bronchofibervideoscope device, the white part of the very distal tip of the insertion tube where the balloon seats broke off. There was no patient involvement.